Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab swg insertion difficulty is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: the complaint was reopened to investigate the device that was returned to teleflex. The reported complaint that the "guide wire too loose to insert iabc" is not able to be confirmed. Upon return, the iab had a guidewire fully inserted within the central lumen and numerous bends were noted on the central lumen. The guidewire was unable to be removed from the iab and remained stuck in the central lumen. The stuck guidewire met specification upon dimensional inspection. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the hospital staff found the guide wire too loose to insert into the intra-aortic balloon catheter (iabc). As a result, a new iabc was used. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab swg insertion difficulty is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the hospital staff found the guide wire too loose to insert into the intra-aortic balloon catheter (iabc). As a result, a new iabc was used. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hospital staff found the guide wire too loose to insert into the intra-aortic balloon catheter (iabc). As a result, a new iabc was used. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.